Manufacturer narrative:
While investigating this complaint, philips has concluded that this report is a duplicate of MFR report number 3003768277-2025-007860. This record is being closed as a duplicate. Please refer to MFR report number 3003768277-2025-007860 for the complete investigation. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that during an intracranial aneurysm embolization procedure, prior to the puncture of the femoral artery, the c-arm did not rotate. There was no reported patient or user harm. Philips has started an investigation into this complaint.